Manufacturer narrative:
Na

Event description:
The field service center reported the ventilator exhalation solenoid did not work. The ventilator was stacking breaths. It is unknown if the ventilator alarmed or if the reported problem occurred while connected to a patient.